Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump was noted to be warm whenever the pump is charged. No temperature alarms were reported. Reportedly, the customer charges the pump every 2 to 3 days and usually lets the pump get down to 30-40% battery life before charging. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made with the customer in an attempt to review pump data for pump temperature readings, however no response was received from the customer.